Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: component malfunction.

Event description:
Major pump unit(s) involved: blood pump; thrombus in rvad and outflow cannula. Specific component(s) involved: blood pump and outflow cannula. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump; outflow cannula thrombectomy, heparin gtt; type: both (in the same or visit).